Manufacturer narrative:
Batch reviews performed on 30 october 2017. Lot 111452: (B)(4) items manufactured and released on 17 may 2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert std fixed size 3 / 10 mm, code 02.07.0310sf, lot. 102463 (k090988) lot 102463: (B)(4) items manufactured and released on 06 august 2010. Expiration date: 2015-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 november 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: revision surgery after 5 years from primary implantation. As for the event description, it was initially supposed that the event was just an infection that could be solved with a poly switch. It was then intraoperatively discovered that the baseplate was loose when trying to remove liner. When the surgeon went to remove the poly the whole tibial base plate dislodged from the tibia as the infection has compromised the implant. The surgeon could see signs showing the implant had been loose for a while. From the picture enclosed of the explanted component no residual cement can be seen on the bottom surface of the tibia baseplate. It is something usual to be seen after explantation since the cement is not an adhesive but a filler. No other elements relevant for the event can be noted.

Event description:
Patient had acute presentation of pain and infection in knee. The surgeon was expecting to do a poly change and a wash of the knee. When he went to remove the poly the whole tibial base plate dislodged from the tibia as the infection has compromised the implant. The surgeon could see signs showing the implant had been loose for a while.